Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to pyxis. The technical support specialist (tss) responded to a report from the pharmacist regarding a patient discharge that could not be undone, which had resulted in multiple orders being discontinued. The tss attempted to guide the user through the process of reversing the discharge, but the option was not available despite the user having the correct administrative privileges. To resolve this, the tss enabled the reverse discharge feature and waited to see if the option would become available, allowing the user to correct the discharge and restore the affected orders. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server orders are not crossing over to pyxis. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.